Event description:
The biomedical engineer (bme) reported that the vitals disappear while monitoring on this bedside monitor (bsm). This unit will randomly drop out its waveforms and then it will come back a few minutes later. When waveform drops out, its matching numerical value also disappears and then reappears when the waveform returns. Customer specifically called out seeing this behavior on ECG and spo2, where nibp would remain in its position, not shifting to the primary slot, but ECG and spo2 would disappear for a few minutes before returning. This behavior starts within the first minute or two of operation. This is a standalone unit and is not monitored by a central nurse's station (cns) or remote network station (rns).

Manufacturer narrative:
The biomedical engineer (bme) reported that the vitals disappear while monitoring on this bedside monitor (bsm). This unit will randomly drop out its waveforms and then it will come back a few minutes later. When waveform drops out, its matching numerical value also disappears and then reappears when the waveform returns. Customer specifically called out seeing this behavior on ECG and spo2, where nibp would remain in its position, not shifting to the primary slot, but ECG and spo2 would disappear for a few minutes before returning. This behavior starts within the first minute or two of operation. This is a standalone unit and is not monitored by a central nurse's station (cns) or remote network station (rns). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.